Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU states, the 24 fr gore® dryseal sheath is intended for insertion into an external iliac artery with a minimum diameter of 9.1mm, as it was reported the patient¿s right external iliac artery measured 8.4-8.7 mm in diameter, the 24 fr gore® dryseal sheath was oversized and therefore use was outside of IFU. Further, the IFU cautions, do not attempt to advance or withdraw the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And serious injury to the patient.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm with two conformable gore® tag® thoracic endoprostheses. According to the report, a 24 fr gore® dryseal sheath with hydrophilic coating was advanced through the 8.4-8.7 mm right external iliac artery (reia) and the tag devices positioned and deployed without issue. However, during withdrawal of the sheath resistance was reported, the cause of the resistance is reportedly unknown and no anatomical restrictions were reported within the reia. Reportedly, after deployment of the endoprostheses, intra-procedural imaging identified a type ii endoleak (origin unknown) and dissection of the reia. According to the report, the dissection was located at the external and internal iliac bifurcation with distal extension into the external iliac artery. According to the physician¿s statement, the resistance felt during withdrawal of the sheath could possibly have caused the dissection. An additional procedure was performed to repair the dissection, whereby a luminex bare metal stent was implanted. Reportedly, the dissection was resolved with the implantation of the metal stent. Blood loss was not reported nor was a transfusion required as a result of the dissection. According to the report, the physician elected to conclude the procedure and not perform an additional procedure to treat the type ii endoleak. The physician will continue to monitor the patient. No further adverse events were reported. Final angiography showed exclusion of the aneurysm, and the patient was reported to have tolerated the procedure.